Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On october 6, 2017, it was reported that the device had a leak. The customer returned an a.t.s. 3000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 3000 tourniquet serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the a.t.s. 3000 tourniquet on october 16, 2017 revealed that there was a broken diaphragm in the slow inflate clippard valve on the main cuff side which is causing the reservoir leak error. The quick reference cards were damaged and the battery was over 1 year old. Repair of the a.t.s. 3000 tourniquet was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the battery, clippard valve, quick reference cards, and power cord assembly. A.t.s. 3000 tourniquet, serial number 3010aafb, was then tested and functioned properly. The reported event was confirmed since during the initial inspection it was noted that there was a broken diaphragm in the slow inflate clippard valve on the main cuff side which is causing the reservoir leak error. The reported event was confirmed since during the initial inspection it was noted that there was a broken diaphragm in the slow inflate clippard valve on the main cuff side which is causing the reservoir leak error. The root cause of the device having a leak was due to the broken diaphragm in the slow inflate clippard valve on the main cuff. The issue was resolved with the replacement of the battery, clippard valve, quick reference cards, and power cord assembly. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 3000 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device had a leak. The air was leaking internally and the reported issue occurred during surgery. The event was identified when machine was excessively pumping during standby. No adverse events were reported as a result of this malfunction.